Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and hydromorphone via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated his pump had been empty for about 6 weeks and he was in a lot of pain. The patient stated he had gone to the health care facility and they gave him oral meds about every 5 days. The patient stated he refused to go to his physician because the doctor told him that in the pump was hydromorphone and fentanyl and he believed that was not put in his pump and he was reporting the doctor so he needed to find a doctor to manage the pump. The agent reviewed physician listings and sent to it to the patient's email as requested.

Manufacturer narrative:
Upon further review, the event was reported in error. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.